Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('I stumbled out of the treatment room with one coil broken off the other one has never been implanted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("I stumbled out of the treatment room with one coil broken off the other one has never been implanted") and pelvic pain ("constant pain"). Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion and pelvic pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and pelvic pain with essure. The reporter commented: I still had to undergo surgery to have the fallopian tubes and steel fragments removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('I stumbled out of the treatment room with one coil broken off the other one has never been implanted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("I stumbled out of the treatment room with one coil broken off the other one has never been implanted") and pelvic pain ("constant pain"). Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion and pelvic pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and pelvic pain with essure. The reporter commented: I still had to undergo surgery to have the fallopian tubes and steel fragments removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.